Event description:
It was reported that during the procedure the proximal section of the device broke. The physician did not encounter any resistance but the anatomy was considered severely tortuous. The device was removed from the patient and there was no clinical consequence.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that it was broken 56.2 cm from the proximal end. Scanning electron microscopy of the fracture surfaces noted that the hypotube exhibited equiaxial dimple ruptures and transversal cracking typical of a bending action. The core wire exhibited equiaxial dimple ruptures typical of a torsional overload. No material anomalies were found. The investigation concluded that the device broke due to a tension/bending overload. The most probable root cause for the event was determined to be operational context.

Event description:
It was reported that during the procedure the proximal section of the device broke. The physician did not encounter any resistance but the anatomy was considered severely tortuous. The device was removed from the patient and there was no clinical consequence.